Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus and the customer¿s reported complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, water likely invaded the scope connector causing an abnormality in electrical components resulting in an error message. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscopic image¿. ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. An update has been made to d9 and h3. Also, additional information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera elite colonovideoscope lost the picture and the screen went gray during the middle of the procedure. The nurse stated that several attempts were made to rectify the issue, but the picture was not able to be fixed. The device was inspected before the procedure and no issues were found. The intended procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
To date the device was not returned to olympus for evaluation. The device was sent to the third party for evaluation and the following were the findings: glue lifting from bending rubber; all angulations need adjusted; the findings confirmed customer reported fault of no image, error e237 was displayed, and further investigation found water ingress inside plus unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.